Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04v0n, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), (B)(6) implanted, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and a return of their pelvic pain from their implantable neurostimulator (ins) which started about 4 weeks ago. There were no falls or trauma reported that were associated with the issue. The patient did state that they were at choir practice and felt it come on, went home, and was in the fetal position on the floor from the pain. It was noted that, in the beginning, the ins had helped a lot with the pelvic pain. The patient had been to their healthcare professional (hcp) regarding the issue and been taking bladder treatments/shots again. Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor and the manufacturer¿s representative. There was no set date for an appointment. Additional information received reported that the cause of the event was unknown and there were no abnormal impedance measurements. It was stated that the issue with the ins or lead was unknown and the patient programmer was determined to be functioning appropriately. It was noted that surgical intervention of explant of the implantable neurostimulator (ins) and lead took place on (B)(6) 2014. The devices would not be returned to the manufacturer for analysis and the health care provider (hcp) had contacted the manufacturer representative and was told there was no reason to return it.